Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted six (6) years, five (5) months, is being evaluated for valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted six (6) years, five (5) months, was evaluated for valve-in-valve procedure due to degeneration. It was reported patient will likely do re-do open heart surgery due to small neo lvot. Patient presented with heart failure, shortness of breath, and chest pain.

Manufacturer narrative:
Added information to b5, d6b, e1, e2, e3, h6.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted six (6) years, five (5) months, was evaluated for valve-in-valve procedure due to degeneration. It was reported patient will likely do re-do open heart surgery due to small neo lvot. Patient presented with heart failure, shortness of breath, and chest pain. Through implant patient registry it was learned the 29mm 7300tfx mitral valve was explanted and replaced with a 29mm 11400m mitral valve.

Manufacturer narrative:
Added information to h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia, diabetes mellitus, coronary artery disease.